Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The sales rep has reported on behalf of the customer, that a patient has had to undergo revision surgery due to an allegedly fractured exeter stem. .